Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. It was noted that an under delivery or insulin occurred due to the keypad issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/15/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no damage found to the keypad cover. The up arrow button was found to be unresponsive to button presses. All other buttons were responsive to user input. The keypad cover was removed and no contamination or damage was found to the key contacts. The remaining steps were unable to be completed due to moisture/corrosion found to the keypad flex/connector. Unrelated to the complaint, the display screen contrast was found to be dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.